Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b&l and subjected to visual inspection. Results revealed that the lens was torn into three pieces. The condition of the lens is consistent with lenses that have been removed from the eye.

Event description:
The facility returned a crystalens iol that was torn in two pieces and one haptic plate was torn off. They wrote on the unit carton that a posterior capsule tear had occurred in the right eye (od). The relationship between the device and the event is unknown. Additional information has been requested.